Event description:
The physician implanted two devices in '08. Three months after the surgical procedure, the pt complained of itchiness and inflammation on both sides of the brow in the area of implantation. The devices were explanted about three months later.

Manufacturer narrative:
There was evidence of clinical infection of both left and right side of brow. The physician explanted the devices in '08, submitted lab samples and confirmed infection. The devices have not been returned for eval, therefore, no conclusion could be determined regarding root cause. The batch record for this lot has been reviewed, which discovered no unusual mfg event. There is a low occurrence of reaction to this device. If additional info becomes available, it will be submitted in a supplemental report.